Manufacturer narrative:
On 4/12/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation and atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgery. During the atrial flutter case, a "cardiac effusion or perforation" was noticed. There was a drop in blood pressure and the cardiac effusion or perforation was confirmed by ultrasound echo. The physician believes the "cardiac effusion or perforation" may have been related to a steam pop. Medical intervention was required: a pericardiocentesis and about 1l of fluid was removed. The patient was being taken into surgery at the time of the report as well. The patient was reported to be in stable condition. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool smarttouch sf catheter. Electrical, generator, spi screening, and flow testing were performed, in accordance with bwi procedures and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30486098m number, and no internal action was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation and atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgery. During the atrial flutter case, a "cardiac effusion or perforation" was noticed. There was a drop in blood pressure and the cardiac effusion or perforation was confirmed by ultrasound echo. The physician believes the "cardiac effusion or perforation" may have been related to a steam pop. Medical intervention was required: a pericardiocentesis and about 1l of fluid was removed. The patient was being taken into surgery at the time of the report as well. The patient was reported to be in stable condition. This adverse event was discovered after use of biosense webster products. Transseptal puncture was performed with unknown device. Irrigation was set on appropriate smarttouch settings and the correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation and no error messages observed on biosense webster equipment during the procedure. Force visualization features were: graph, dashboard, vector and visitag, color options were used prospectively was time. The patient required extended hospitalization because of the adverse event: extra day or two in hospital. The outcome of the adverse event: fully recovered (no residual effects). In addition to the adverse event: it was reported that there was no temperature reading displayed on the smartablate generator. The cable was replaced without resolution. The catheter was replaced with the same lot number, and the issue still persisted. The catheter was replaced a second time with a different lot number, and the issue was resolved. The smartablate generator is operating per specs and is not responsible for the product issue. The procedure was continued. Steam pop is not MDR-reportable. However, since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.